Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 127 mg/dl. The customer stated that he had tucked the insulin pump into his exercise pants, and no other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window corner, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads, broken belt clip slot and cracked display window at bottom right side.